Event description:
This is case two of two reported from same customer site in (B)(6). The health care professional (hcp) reported that the post refractive outcome after a cataract surgery with intraocular lens (iol) implantation was different from the target refraction. The healthcare professional made a decision to exchange the iol. No further information regarding the patient and incident could be obtained. The hcp used the iolmaster 700 for the biometry measurements and iol calculations.

Manufacturer narrative:
(B)(4).